Manufacturer narrative:
The hvad is used for treatment not diagnosis. It was reported that while connecting the ac adapter to the controller, a pin in the controller power source connector was broken. The broken part of the pin remained inside the ac adapter connector. The facility performed a controller exchange, removed the controller and the ac adapter from service and provided the patient with replacement devices. The product was not returned to the manufacturer despite multiple attempts to obtain it. There was no reported patient injury as a result of this event. Visual and functional examination of the devices was not possible. Review of the manufacturing records indicates that this device met specification for release. The root cause of the damaged pins could not be conclusively determined for this event because the device was not returned for evaluation. However, applicable risk documentation and experience with events of similar circumstances were considered; events with damaged pins are most likely a result of improper handling, material durability and assembly interferences. The manufacturer has an open internal investigation to evaluate these types of issues. A field safety notice (fsca apr2015a) was issued to clinicians to be delivered to patients currently on device. It provided awareness, warnings, and safety mitigations regarding worn alignment guides resulting in bent pins. The fsca instructed patients to inspect the power supply ports on their controllers for potential wear or damage to the alignment guides or connection pins. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Per the instructions for use (IFU): patients are instructed to always keep a back-up controller available at all times, beyond the primary controller that is currently in use. Patients are instructed to contact the treating facility if they receive any of a list of certain alarms. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Heartware is submitting this report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803.

Event description:
It was reported from (B)(6) that while connecting the ac adapter to the controller a pin in the controller power source connector was broken. The broken part of the pin remained inside the ac adapter connector. This event occurred on the same day as the ventricular assist device (vad) implantation while the patient was on the intensive care unit. The facility performed a controller exchange, removed the controller and the ac adapter from service and provided the patient with replacement devices. The product was not returned to the manufacturer despite multiple attempts to obtain it. There was no reported patient injury as a result of this event.